Event description:
Affiliate reported that a portion of the device was excised three months following implantation due to the formation of a fistula, with adhesions and infection. No further info was provided.